Event description:
It was reported that during an implant attempt, while manipulating the lead to a new position, it was noted that the helix looked partially extended. The helix was retracted and when attempting to re-deploy the helix, the helix extended one third of the way; it would not fully extend despite many turns. The lead was removed from the patient and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) distal conductor fracture (overstress). The distal conductor was distorted and had blood/body fluid (not obstructed). There was blood/body fluid in/on the helix mechanism. The helix will not extend because the distal coil is distorted and fractured in the connector. Full lead returned and analyzed.